Event description:
This lv lead was implanted on (B)(6) 2015 and was capped on (B)(6) 2016. Additional information received stating that lead was capped due to unsuccessful reddance of diaphrgmatic stimulation. The physician was dr. Boyd hockman at winchester medicl center in winchester, va. No other information is avaialble. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).